Event description:
The customer reported that gave herself a bolus of 7.65 units even though she had a blood glucose reading of 80 mg/dl. The customer's blood glucose levels dropped to 58 mg/dl during the call, and the paramedics were called for her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.